Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain® titanium hexed screw (iuniht) was returned for investigation. Visual evaluation of the as returned product identified that the device was fractured.functional testing could not be performed since the device was fractured.no pre-existing conditions were reported. The reported device had been place on an unknown tooth location for approximately 5 years.x-ray or picture images were not provided. DHR review could not be performed since the lot number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number (iuniht) was performed for similar events and no complaint about nonconforming products was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product.therefore, based on the available information, device malfunction did occur and the reported event was confirmed

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided.

Event description:
Indicated screw fractured. Another screw would be placed.